Manufacturer narrative:
Analysis synthesis: review of quality documents confirmed that the lead was manufactured and approved in accordance with all specification requirements during the final inspection. Upon reception, the fixation mechanism did not operate as expected ¿ the screw could not be retracted. Tissue residues were identified within the screw. After cleaning, the screw could be normally retracted and extended. Electrical testing confirmed that both inner and outer coil continuity were within specifications, and insulation between electrical lines was adequate across all lead sections (distal, lead body and proximal). Based on available data and the investigation results, a lead malfunction is not suspected. A lead positioning or contact issue during implantation is more likely to explain the reported event. Such issues are not entirely avoidable and may be influenced by multiple factors (e.g. Patient physiology, physician preferred implant site, etc.), which cannot be fully mitigated by lead design or instructions for use ¿ as illustrated in this case. It should be noted that no more than three attempts should be made to position the lead to ensure adequate function. The results of this investigation are retained and utilized for trending purposes. Please refer to the attached report.

Event description:
Reportedly, during the implantation procedure for a patient with extensive myocardial fibrosis and intermittent atrial fibrillation, initial pacing attempts were unsuccessful due to high impedance (~2000o) at the first site. Pacing could not be achieved at 4v, requiring higher voltages. The lead position was adjusted 8¿9 times to optimize parameters. Some sites showed intermittent pacing at ~3v, but stability was not achieved. At one point, impedance suddenly rose above 4000o, and even at 6¿7v, pacing was ineffective. The lead was replaced. The new lead showed good electrical parameters.

Event description:
Reportedly, during the implantation procedure for a patient with extensive myocardial fibrosis and intermittent atrial fibrillation, initial pacing attempts were unsuccessful due to high impedance (2000o) at the first site. Pacing could not be achieved at 4v, requiring higher voltages. The lead position was adjusted 8¿9 times to optimize parameters. Some sites showed intermittent pacing at 3v, but stability was not achieved. At one point, impedance suddenly rose above 4000o, and even at 6¿7v, pacing was ineffective. The lead was replaced. The new lead showed good electrical parameters.